Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 days post-implant, a thrombus was observed within the patient's aortic arch. The system controller was exchanged for a pocket controller and ultimately, the patient was switched back to the system controller. The pump power began to increase and approximately 5 hours later, it had reached 20 watts and the pump stopped. The patient was implanted with a central extracorporeal membrane oxygenation (ECMO) and remained on this support for 3 days while the lvad was turned off. The ECMO and pump were explanted and the patient was implanted with another manufacturer's device.

Manufacturer narrative:
The patient was implanted with another manufacturer's device. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.